Event description:
After receiving questionable ise results, the user replaced the ise electrodes, performed calibration, quality control and repeated testing of the patient samples on cobas c501 analyzer (B)(4). The user provided data for three patient samples which were discrepant. All results are in mmol/l. Patient sample 1 initial sodium result was 134 and the repeat result was 150. Patient sample 2 initial sodium result was 131 and the repeat result was 138. Patient sample 3 initial sodium result was 131 and the repeat result was 139. The user stated the results were accompanied by data flags, but no information was provided to determine which results were flagged. The erroneous results were reported outside the laboratory. The user believed the physicians did not act on the results. He did receive calls from a couple questioning the results. The user does not believe the patients were adversely affected. The lot number of the sodium electrode was not provided. The user stated they were not using fresh calibration material for each calibration. They would use the calibration material on one analyzer then the same set would be used about an hour later on the other instrument. Product labeling states "opened ampules should be used immediately. Remaining content must not be stored to avoid inaccurate calibrations." The field service representative found a misaligned ise probe and aligned it. He performed mechanical checks of the instrument and performed ise checks without errors. To verify the analyzer operation, he performed ise precision testing.